Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that gel pad had low flow. The pad was reconnected and a diagnostics was ran with flow 2.3lpm but the low flow persisted. Therapy continued with a new set of pads. No medical intervention was reported.

Event description:
It was reported that the gel pad had low flow.the pad was reconnected and a diagnostics were ran showing a flowrate of 2.3lpm, but the low flow persisted. Therapy was continued with a new set of pads.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.